Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to stay recovered. The customer attempted multiple recovery efforts; however, the drawer continued to fail. Although the error cleared temporarily, it reoccurred the next time a medication was pulled. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer removed all pockets from both subdrawers using the hardware test application, reseated the row ribbon cables for each drawer, cleared medication contamination, reassembled the unit, and restored service. The system functioned as intended after the field service engineer repaired the device.